Manufacturer narrative:
The lot was manufactured september 30, 2015 ¿ october 1, 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by filling the bladder with water to its maximum volume and there was no evidence of rupture observed from the bladder during or after fill. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). A companion sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.